Manufacturer narrative:
Complaint conclusion: as reported, the user withdrew the 5f non-cordis sheath until shuttle locked on handle of 5f mynxgrip vascular closure device (vcd), however, at the phase of unsheathing the sealant, the advancer tube of mynxgrip was simply not present. The mynx vcd was used in interventional peripheral procedure. The procedure used an antegrade approach. The deployer was mynx certified. The mynx device was used in conjunction with an unknown .035¿rotating guidewire, an unknown balloon catheter, an unknown .018¿ guidewire, and an unknown balloon catheter for below-the-knee (btk). The vessel type was the joint femoral artery. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was through the common femoral artery. There was presence of pvd / calcium in the vicinity of the puncture site. Relevant history/pre-existing medical condition included ischemic disease of the legs. The mynx vcd was prepped according to IFU instructions. Resistance/friction was not experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked/bent. The angle of access was between 30 and 45 degrees. The sealant was not stuck to device components. The physician guessed it remained within subcutaneous space. The device storage temperature did not exceed 25 °c. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The event did not significantly cause a clinically relevant increase in the duration of the procedure; however, the procedure was extended for 10-15minutes. The event did not cause a condition that requires hospitalization or significant prolongation of existing hospitalization. There was no deviation to patient¿s outcome/status after the mynx event compared to the standard. A procedural cd is available for review; however, it is not possible to share it without the patient¿s approval. The device (sterilized) will be ready to be shipped back in the near future due to the current circumstances and various restrictions. The procedure was completed by manual compression held less than 30 minutes with no patient harm caused. The product was returned for analysis. A non-sterile mynxgrip vascular closure device was returned. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open, the advancer tube was found inside the outer cartridge tubing, and the sealant sleeve was observed to have displaced near the grey handle. The sealant, syringe and procedural sheath were not returned with the device. The condition of the returned device indicates a device failing to deploy. The device was inspected for damages that may have contributed to the reported failure. No visual damages or anomalies were observed. Per functional analysis, the shuttle down procedure was simulated, and the advancer tube was found properly engaged to the proximal tamp lock. The returned device performed as intended per the mynxgrip instructions for use (IFU). No anomalies were observed. Per dimensional analysis, the product met specification. No anomalies were noted during microscopic analysis. A product history record (phr) review of lot f1932403 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy - advancer tube¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as the sealant prematurely hydrating, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, insert mynxgrip into the procedural sheath up to the white shaft marker. Inflate the balloon until the black marker is fully visible on the inflation indicator. Close the stopcock. Grasp the handle and withdraw the balloon catheter until the balloon abuts the distal tip of the procedural sheath. Continue to withdraw the balloon catheter until the balloon abuts the arteriotomy or venotomy. Align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. While maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds. Lay the device down for up to 90 seconds. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is unknown if the device will be returned for testing and evaluation.   Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the user withdrew the unknown sheath until shuttle locks on handle of 5f mynxgrip vascular closure device (vcd), however, at the phase of unsheathing the sealant, the advancer tube of mynxgrip was simply not present. Therefore, the procedure was completed by manual compression, with no patient harm caused. The device (sterilized) will be ready for being shipped back in the near future due to the current circumstances and various restrictions.